Manufacturer narrative:
Further information was received subsequent to the initial MDR submission which indicated the allegation does not meet the criteria of a reportable event. The device will be electively replaced to avoid additional procedure in the future and there is no deficiency or malfunction of the device.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-31142. It was reported the patients lead had migrated resulting in ineffective stimulation. Surgical intervention may be pending to explant and replace the lead and the patients ipg. The reason for the ipg replacement is unknown at this time.